Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated ever since the implant on(B)(6)2024 patient has noticed that the ins charge does not even last 24 hours. Patient stated they are fed up with it patient stated this is his 3rd implant from medtronic and the previous two implants were a little bit thicker and there was a bigger bulge on his back but the ins charge lasted a heck of a lot longer than the current implanted. Patient reported that every morning he wakes up and the controller says it is empty of charge. Patient was probably charging every 2 weeks before this implant. Patient stated he has discussed programming with the field representative 3 or 4 times and he is not going to do that anymore going forward. The patient was redirected to their healthcare provider to further address the issue.